Event description:
A patient was revised approximately 6-months after implantation to address a fractured locking mechanism on ozark plate and two migrated ozark screws at that same level (c7). The patient was noted to have achieved fusion and the explanted devices were not replaced. This report captures the first of two ozark screws.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
A patient was revised approximately 6-months after implantation to address a fractured locking mechanism on ozark plate and two migrated ozark screws at that same level (c7). The patient was noted to have achieved fusion and the explanted devices were not replaced. This report captures the first of two ozark screws.